Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) went onsite to further investigate the reported issue. The fse replaced universal surgical manipulator (usm) 1 to resolve the reported issue. System was tested and ready for use. Isi received the usm and completed the evaluation. The usm was analyzed, and the reported error was confirmed but not replicated. The error was found in the system logs indicating the usm failure, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a testing platform where all relevant testing was passed within specification. The probable root cause is attributed to the pitch motor module assembly.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a repeated message was displayed for universal surgical manipulator (usm) 1 that it was not free to move. Intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to check for obstructed movement, hard power cycle and move the usm1 axes. Issue could not be resolved. There was no report of patient involvement.